Event description:
During a clinic follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry. Technical support was contacted and the ble was attempted to be reset, but was unsuccessful. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.